Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and drive support cap was flush. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump did not seem to be delivering all insulin. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.